Event description:
A pt reported experiencing inaccurate high results with a lifescan meter. The pt's blood glucose results was 175 mg/dl on the meter and 131 mg/dl with the lab. Tests were done within 5 minutes with a difference of 34%. Pt did not experience any adverse events. No further info has been reported.